Event description:
It was reported that the pta balloon would not inflate and during retraction, it became stuck in the introducer sheath. The catheter and sheath were removed as a single unit. Another balloon was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned for evaluation. The investigation is currently underway.